Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-04502. It was reported the patient did not have effective therapy and device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Correction: additional information was received and it was reported the patient wanted additional coverage due to new pain not for existing pain as previously reported.